Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the pod4 (pod4) fell down on the floor. The reported issue was found prior to use. Therefore, the pod4 was not used in the procedure. The procedure was completed using additional coils.